Manufacturer narrative:
Age at time of event: 18 years of age or older.

Event description:
It was reported that ballon rupture occured and catheter removal difficulties were encountered. The 80% stenosed target lesion was located in a moderately tortuous and moderately calcified shunt. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the second inflation at 14 atmospheres for 30 seconds, the balloon ruptured. When they removed the device from the sheath, severe resistance was encountered. The device was forcibly removed together with the sheath. Subsequently, the sheath was inserted again and since the lesion was incompletely dilated, another 10.0 x 40 mustang balloon catheter was advanced. However, the balloon also ruptured during the second inflation at 14 atmospheres. The device was also difficult to remove, so it was removed together with the sheath. The lesion was successfully dilated and the procedure was completed. No patient complications were reported.

Event description:
It was reported that ballon rupture occured and catheter removal difficulties were encountered. The 80% stenosed target lesion was located in a moderately tortuous and moderately calcified shunt. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the second inflation at 14 atmospheres for 30 seconds, the balloon ruptured. When they removed the device from the sheath, severe resistance was encountered. The device was forcibly removed together with the sheath. Subsequently, the sheath was inserted again and since the lesion was incompletely dilated, another 10.0 x 40 mustang balloon catheter was advanced. However, the balloon also ruptured during the second inflation at 14 atmospheres. The device was also difficult to remove, so it was removed together with the sheath. The lesion was successfully dilated and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years of age or older device evaluated by MFR.: a visual and microscopic examination was performed on the returned device. The device was returned trapped within the customer 6fr sheath. The balloon was unfolded which indicates it had been subjected to positive pressure. The balloon material was noted to be in two separate sections and severely bunched at the distal section of the device. A visual and microscopic examination identified a complete circumferential tear in the balloon material approximately 10mm distal to the proximal balloon bond. Due to the condition of the returned device it was not possible to remove it from the customer's sheath. A visual and microscopic examination identified no issues with the balloon material that could have contributed to the damage identified. A visual and tactile examination identified multiple kinks and stretching damage on the shaft of the device. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the shaft of the device that could have contributed to the damage identified. A visual and microscopic examination identified that distal markerbands was present and fully attached to the shaft. The proximal markerband was noted to have detached from the shaft. In order to locate the proximal markerband, the investigator dissected the customer's sheath, however the markerband was not located during analysis. No issues were noted with the distal markerband that could have contributed to the complaint incident. A visual and microscopic examination of the tip identified no damage or any issues with the tip of the device. No other issues were identified during the product analysis. It was further reported the proximal markerband was disposed after the device was removed from the patient. When the device had difficulty removing from the sheath, the device and the sheath were removed from the patient as one unit. Outside the patient body, the user tried to remove the device from the sheath and then the proximal markerband was detached.